Event description:
It was reported that error 76 (non-recoverable system error) occurred in arctic sun device. The water temperature at inlet temperature was 99 degrees. As per follow up information received on 18oct2023. The device was under investigation. Case completed on another device. Patient involved no impact.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t3 thermistor. The device was evaluated and the reported issue was confirmed as it was noted that an error 76 occurred. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t3 thermistor. The device was evaluated and the reported issue was confirmed as it was noted that an error 76 occurred. The water temperature at t3 was 99 degrees. The wiring harness was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error 76 (non-recoverable system error) occurred in arctic sun device. The water temperature at inlet temperature was 99 degrees. As per follow up information received on 18oct2023. The device was under investigation. Case completed on another device. Patient involved no impact.

Event description:
It was reported that error 76 (non-recoverable system error) occurred in arctic sun device. The water temperature at inlet temperature was 99 degrees.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.